Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had no delivery alarms and a motor error alarm. Customer reported that the motor error alarm occurred during bolus. Blood glucose level at the time of the incident was 258 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.